Manufacturer narrative:
The field service engineer (fse) found and replaced tubing with pin hole at pinch valve (pv43) to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that 30 mls of blue fluid leaked from the coulter lh 500 hematology analyzer onto the counter and floor. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.